Event description:
It was reported the patient came in for an extraction secondary to lead erosion through the pacemaker pocket. Under fluoroscopy the lead appeared to be kinked approximately three and half to four inches from the generator header, just distal to the bifurcation, with the acute angle eroding through the tissue. After dissecting down to the generator and lead, an insulation breach was clearly noted close to the point of bend. There were no known issues with the lead prior to the extraction. The lead was explanted and will be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the lead was returned and analyzed and no anomalies were found. It was noted that the distal conductor had blood/body fluid (non obstructive), several conductors had blood/body fluid (non obstructive), the outer insulation had a white substance and had cosmetic depression. In addition it was noted the lead was stretched and had apparent explant damage.